Manufacturer narrative:
The insulin pump alarmed for a restart error after a battery change due to a faulty connector on the interface board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
Customer reported that the insulin pump returned an error alarm during a battery change. Customer reported that this error alarm was recurring. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).